Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "adjust belt" messages was an intermittent connection within the rear therapy electrode. The cause of intermittent connection was a defective solder connection where the driven ground wire was attached to therapy electrode printed circuit assembly (pac). The root cause of the intermittent solder connection was a manufacturing assembly error. The faulty electrode belt will be repaired. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A physician's office nurse contacted lifecor customer support to report that a male patient is getting "adjust belt" messages every few minutes. Support explained that this message usually occurs when one of the electrodes is not touching the skin correctly. The nurse explained that she is not familiar with the device, but feels that everything is where it should be and nothing is pulling away. The patient could not perform a data download since he did not have the modem with him. Later that day the patient contacted support and (through an interpreter) he was able to describe the symptoms (adjust belt messages along with middle led lighting up on the response module). Patient states that he has checked the positioning of the electrodes multiple times and none of them appear to be pulling away from him. The patient's electrode belt was replaced as a precaution.